Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that their rv lead fractured. The rv lead was explanted and replaced.

Manufacturer narrative:
Concomitant medical products: dtmb1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). The rv lead also exhibited oversensing/noise, intermittent low pacing impedance, pacing impedance variation, and inhibited pacing. The patient was admitted to the hospital. The rv lead was reprogrammed. An rv lead extraction is scheduled; however, the rv lead remains in use until the procedure occurs. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indic ated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.